Event description:
Field service prtner called regarding a gemini pump that a nurse claimed she witnessed the device giving "a bolus" when it had not been programmed. Fsp did verify that when the door was closed on channel b, that free-flow occurred. No patient injury. Investigation found that channel b did have a partial free-flow condition. When the device was moved, loose parts could be heard inside. Device was opened and inspected. The cause of the channel b free-flow was found to be a missing top spring on the mechanism. The spring was found inside the device. The spring was reattached and the issue resolved. Also found that channel a alarmed for a channel error whenever the door was opened. The cause of this was found to be a disconnected encoder sensor at the pcb board. The sensor was reconnected and this issue resolved. Improper maintenance of the device appears to be the cause for both of the issues noted during the investigation.